Event description:
The lens did not insert correctly into the pt's eye using the delivery device. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00342 for the intraocular lens used with this delivery device.